Event description:
An altitude alarm was reported with the pump, and the customer's blood glucose level was not adversely impacted. The insulin delivery was initially suspended due to the alarm, and technical support provided instructions to remove obstructions from the pump's speaker holes, clean them, and attempt to resume insulin delivery. The alarm continued even after several corrective actions, including loading a new cartridge and waiting for the issue to resolve. The alarm cleared and the customer continued using the pump for insulin therapy.